Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. The juicier body had cracked and pieces were missing. Based upon these findings, the reported case of the dissection tip breakage was confirmed. A lot history record review was completed 3 months prior from the occurrence date because the lot# was unk. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed while in the pt's leg that the conical dissection tip was cracked. No pieces fell within the leg, but she removed the device and open another kit to get another tip to complete the procedure. The hospital did not report any pt complications.